Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and keypad anomaly. Customer's blood glucose level was 498 mg/dl. Customer advised they came out of the shower and they were unable to clear the button error alarm. Customer advised the act button responded properly. Customer was advised to discontinue use of their old insulin pump. Customer was advised to use the new insulin pump.